Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during basic occlusion test and unable to prime at 4 pounds during prime/ compromised force sensor system alarm test due to faulty force sensor resistor (tin). The pump had cracked display window corner, cracked reservoir tube lip, cracked battery tube threads and scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer was advised to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.